Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported improper shutdown, which was experienced during evaluation. The symptom was also confirmed through a review of the event history log through the observation of "improper shutdown!" Messages in the log. The cause was determined to be depressed battery contacts with two negative battery contact pins that did not rebound as designed. The rear case (which contains the backflex) was replaced to correct the condition.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. It was also reported there was no patient involvement.